Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate shock due to oversensing of atrial fibrillation which had conducted down to the ventricles. Some undersensing was also noted on the right atrial channel. Boston scientific technical services provided troubleshooting options, and the ICD remains in service. No adverse patient effects were reported.